Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, line b of the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse noted that the delivery was stopped; however, an unspecified volume of medication remained in the container. Multiple unsuccessful attempts have been made to obtain additional information, including specific event details, patient outcome, and if any medical interventions were required.